Manufacturer narrative:
The report we received indicated that while washing the device, the stent got separated from the balloon, doctor tried to join the two parts again and introduce it into the patient, but the stent embolized. There was no report of patient injury. The product is not available for evaluation and testing. Please note that this device is distributed outside the united states; however, it is similar to the united states product. Additional information will be submitted within 30 days upon receipt.

Event description:
The stent embolized.